Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding, she received a weak battery alert and then a button error alarm. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 143 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. Device received with cracked case at display window corner and cracked reservoir tube lip.